Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that it was no longer possible to calibrate the programmer's stylus to the display. It was indicated that the touchscreen connector required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was no longer possible to calibrate the programmer's stylus to the display. The programmer was returned for service. No patient complications have been reported as a result of this event.